Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 445 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample was found to exhibit synchronization issued which yielded the reported condition regarding the device¿s failure to fixate due to proud fasteners. Internal evaluation of the device confirmed, no missing or damaged components. No manufacturing anomalies were found. The most probable cause is an event occurring during user/device interface resulting the in the synchronization issue found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position". Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during transabdominal preperitoneal (tapp) repair, capsure fixation device was used in the area of abdominal soft tissue. It was reported that total seven fasteners were attempted by applying adequate counter pressure and only two fasteners fixated the mesh successfully. It was reported that loose fasteners were removed from the patient's body. Another device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during transabdominal preperitoneal (tapp) repair, capsure fixation device was used in the area of abdominal soft tissue. It was reported that total seven fasteners were attempted by applying adequate counter pressure and only two fasteners fixated the mesh successfully. It was reported that loose fasteners were removed from the patient's body. Another device was used to complete the procedure and there was no patient injury.